Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump-stop events can be confirmed based on the evaluation of the submitted log files. Throughout the captured data in the submitted log file, intermittent low speed, low flow, and pump-stop events were captured while the patient was supported by both the power module and batteries. Both a driveline fault and driveline disconnect were also captured on (B)(6) 2020. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, driveline fault, and pump-stop events cannot be conclusively determined through this evaluation as no product was returned. The accounted reported pump-stops following an external perc lead repair on (B)(6) 2020, and it was determined to be an internal phase to phase issue. The patient was not a surgical candidate. They reported lvad alarms and was not symptomatic. The patient reported that when the alarm went off her son panicked and disconnected power and hooked her up to two new batteries. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 21nov2011. The heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report numbers: 2916596-2021-00474 and 2916596-2020-06435. Updated manufacturer's investigation conclusion: the reported pump-stop events can be confirmed based on the evaluation of the submitted log files. Throughout the captured data in the submitted log file, intermittent low speed, low flow, and pump-stop events were captured while the patient was supported by both the power module and batteries. A driveline fault was captured on (B)(6) 2020 at 12:11:43. Minutes earlier, a driveline disconnect of unknown cause was captured on (B)(6) 2020 at 12:05:36 which resulted in a pump stop. The driveline was reconnected 3 seconds later. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the low speed, low flow, driveline fault, and pump-stop events cannot be conclusively determined through this evaluation as no product was returned. The accounted reported pump-stops following an external perc lead repair on (B)(6) 2020, and it was determined to be an internal phase to phase issue. The patient was not a surgical candidate. They reported lvad alarms and was not symptomatic. The patient reported that when the alarm went off her son panicked and disconnected power and hooked her up to two new batteries. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2011. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Section 2, ¿system operations¿, section 3, ¿power the system¿, and section 5, ¿surgical procedures¿, in the heartmate ii lvas IFU warns that ¿at least one system controller power cable must be connected to a power source (power module of two heartmate 14v lithium-ion batteries) at all times¿. Section 2 also outlines how to replace the running system controller with a backup controller and explains that the patient must understand the importance of having a caregiver present during a system controller exchange if at all possible. Section 2 also states that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. Section 3 also provides instructions for exchanging power sources under ¿switching power sources¿. Section 7, ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Section 2 entitled, ¿how your heart pump works¿, in the heartmate ii patient handbook outlines how to replace the running system controller with a backup controller and explains not to attempts to exchange the system controller without having a trained, competent caregiver at your side to assist. Section 2 also warns that if the driveline disconnects from the system controller, the pump will stop. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also provides instructions for switching power sources under ¿the power module¿. The patient handbook also contains section 8, ¿handling emergencies¿, which includes instructions in the event the pump stops. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had pump off alarms while on the power module and battery power. The patient also had driveline disconnect alarms on (B)(6) 2020. The patient has a phase to phase short and is not a surgical candidate. There were also low voltage alarms, low flow alarms and no external power alarms. The patient's son panicked when he heard the alarms, and disconnected power and put the patient on battery power. The system monitor also stated to replace the system monitor. The log file captured pump stops on (B)(6) 2020. The patient also had a pump stop on battery power on (B)(6) 2021. Only the white power lead was connected at that time.